Event description:
It was reported that the balloon failed to deflate and was difficult to remove. The target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was used for treatment. The balloon was inflated but failed to deflate completely. The balloon was partially deflated and hung on the sheath during withdrawal. Upon removal from the patient, the balloon was intact but partially torn from the catheter. The procedure was completed with a different device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 142.7cm distal of the strain relief. The distal portion consisting of the outer shaft, the balloon, and the tip were missing. There was contrast and blood in the inflation lumen. The shaft was stretched down for 21.8cm starting 120.9cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon failed to deflate and was difficult to remove. The target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was used for treatment. The balloon was inflated but failed to deflate completely. The balloon was partially deflated and hung on the sheath during withdrawal. Upon removal from the patient, the balloon was intact but partially torn from the catheter. The procedure was completed with a different device. No patient complications nor injuries reported.